Manufacturer narrative:
A ge service representative performed an on site investigation. The software upgrade was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported a problem with the collimator not opening up, the field engineer noted a corrupt software error. This will likely cause the system to lock up. There is no report of injury or death associated with the event described in this complaint.